Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach high push force was encountered. When the valve crossed the descending aorta a bent frame strut was observed. Surgical intervention was required to remove the valve and delivery system. Upon removal of the valve the patient received a femoral stent. No additional attempts were made to implant a valve. The patient was in stable condition post procedure.

Manufacturer narrative:
Correction h3: device not returned to manufacturer unchecked. The device was returned and the product evaluation is pending.

Event description:
Additional information received found a stent was not placed.

Manufacturer narrative:
Correction to b5: a stent was not placed.  H10: the balloon shaft (cut from inflation balloon during surgical removal) and the inflation balloon with crimped valve were returned individually for evaluation. Visual inspection revealed that one valve frame strut was bent outward at inflow, and the pvl skirt was unraveled. All the struts were exposed through the skirt. There were no abnormalities observed at the outflow under crimped condition. Procedural imagery provided by the site revealed a strut was bent outward at a 90 degree angle. A puncture was observed on the strain relief of the sheath shaft. Due to the condition of the returned device both functional and dimensional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the serial number confirmed no manufacturing non-conformances were identified. A review of the complaint history revealed the occurrence rate did not exceed the monthly control limit for the applicable trend category. The instructions for use (IFU), device preparation and the training manuals were reviewed and no deficiencies were identified. The procedural training manuals note that push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. During manufacturing, all sapien 3 ultra devices are 100% visually inspected by both manufacturing and quality. Inspections are conducted on 100% of units prior to final packaging. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was confirmed based on the visual inspection of the returned device and provided imagery. No manufacturing nonconformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, ¿high push force was encountered while pushing the commander delivery system with crimped valve through the rigid area of the e-sheath, and patient had moderately tortuous and calcified access vessel¿. The presence of calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. The sheath shaft punctured shows in indicates that the valve gets caught onto the sheath during delivery system insertion. The excessive device maneuvering to overcome insertion difficulty could have caused a damage to the valve. Per procedural training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as such, available information suggests that procedural (device maneuvering during delivery system advancement through sheath) and/or patient factors (calcification/ tortuosity of access vessel) may have contributed to the complaint event. The complaint for frame damage was confirmed. No manufacturing non-conformances were identified. Available information suggests that procedural (device maneuvering during the delivery system advancement through the sheath) and/or patient factors (calcification/tortuosity of access vessel) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2020-10925.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per additional information received the device was returned and the investigation is ongoing.